Event description:
It was reported the customer experienced high blood glucose. Customer stated their blood glucose reached 400 mg/dl. The customer stated their healthcare provider advised them to increase their insulin dosage. Customer also inquired what does status mean on their screen. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.